Event description:
The pt was experiencing a decrease in hearing awareness associated with fluctuating impedances. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to MFR's specs. Explantation/reimplantation surgery was performed 2002. The healthcare professional has been informed that the explanted device should be returned to cochlear ltd.